Manufacturer narrative:
The sample is indicated as available for evaluation. Argon has made three good faith requests for the return of the device, however, as of the date of this report it has not been returned. If additional information is received, a follow-up report will be provided.

Event description:
Physician used a 7fr micro introducer during treatment of the patient¿s calf perforator vein. IFU was followed. It is reported that the 0.018 wire sheared off in the patient when it was removed from the sheath prior to insertion of the rfs catheter. No patient injury reported. The detached component was safely removed from the patient using a hemostat forceps. The procedure was completed in the normal fashion.